Manufacturer narrative:
Na.

Event description:
The customer experienced a recurring issue of questionable low elecsys hcg + beta test system results. Data was provided for patient sample. The initial result was <5 miu/ml and the repeat result was 80 miu/ml. The erroneous result was not reported outside of the laboratory. There was no adverse event. The customer confirmed calibration and qc were acceptable. The reagent lot number was 28429200 with an expiration date of 28-feb-2019. The field service representative found an issue with the sample probe alignment. He performed alignment of all sample probes and changed the sample probe tubing. The customer performed qc.

Manufacturer narrative:
The alarm trace showed a sample volume insufficient alarm the day of the event. The root cause was determined to be the probe alignment.